Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1(B)(6). Analysis was performed by philips remote support engineer (rse) talked to the customer and confirmed a speaker malfunction error and a mainboard was needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The issue was resolved by ordering a mainboard and shipped to the customer.

Event description:
Philips received a complaint on the intellivue patient monitor mx450 indicating that the device had speaker malfunction error. The device was not in clinical use at time of event, no adverse event was reported.